Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory severed in two pieces approximately 5 cm and 54 cm in length with the helix mechanism in an extended position. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems. Several implant technique and product design factors may contribute to helix extension/retraction difficulties, including: tortuous patient anatomy or bends in the proximal portion of the lead remaining outside of the body, sharp bends in the stylet, kinks in the lead introducer sheath, under-rotating or over-rotating the terminal tool, failure to remove the terminal tool between extension/retraction cycles to release torque stored in the inner coil, excessively fast tool rotation speed (>1 full turn per second), and the presence of tissue in the helix, which may accumulate with multiple lead repositioning attempts. In addition, the ingevity lead was designed with single filar inner and outer coils for improved flex fatigue and for better performance within an MRI environment, with multiple layers of insulation between the conductors for long-term reliability. This design, in conjunction with the contributing factors mentioned above, may impact the rate at which torque is transferred from the terminal pin to the helix mechanism. Approved instructions for use provide best practices to mitigate these potential contributing factors.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that two days post-implant this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements greater than 2,500 ohms resulting in the device switching from bipolar to unipolar pacing configuration. An x-ray was obtained which indicated the lead helix was not visibly extended as expected. As the patient has an underlying rhythm and other lead parameters were within normal limits, the physician elected to turn off the function that would switch from bipolar to unipolar pacing in the presence of out-of-range impedances and enrolled the patient in the remote monitoring system; pacing configuration was reprogrammed to bipolar. A revision procedure was subsequently performed wherein the physician attempted to extend the lead helix but was unable despite 50 turns of the terminal pin. The entire lead was explanted but cut at the terminal pin during the extraction process. A new rv lead was implanted without issue. No adverse patient effects were reported.